Event description:
Pulmonetic systems, inc. Received the following report from a rep of user facility. Vent goes inop after about 3 minutes of run time. There is no text message on the vent and the vent did alarm. Multiple times in the pts home. Unit was operating on ac and external power at the time. No pt harm.